Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, approximately 3/4 into the firing, it was observed the staples were missing the anvil and sticking straight up on the outer row of the patient side. This occurred on the 1st firing with a ple60a device with no buttressing material. The firing was stopped and pictures were taken. After the firing was completed, the device was removed and it was observed the last 1/4 of the staple line contained unformed staples on the outer row of the patient side and the middle two rows on the patient side appeared to be jagged and not formed properly. There was oozing at the staple line and the area was oversewed to control. No blood products were given. The same stapler with green reloads and seamguard were used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that an ecr60t cartridge reload was received. The reload was received in good visual condition and fully fired. No functional testing could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence it is believed the complication was the result of what we call deck deflection which can result if the targeted tissue thickness and/or density were beyond the device¿s ability to bring the tissue into thickness compliance without the cartridge channel deflecting.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the stapler sounded normal and he remarked that the tissue thickness was normal. The patients bmi was 55 and they remarked at the beginning of the case to open the ace45 because it was a larger patient. This first firing placement was pretty normal for him. The subsequent firings with the same stapler using green with seamguard all looked very hemostatic with good staple formation.